Event description:
Neurology reported on (B)(6) 2012, that the patient has had their vns implanted for approximately 6 or 7 years, never had any problems with it until today. For the last four hours she said it feels like a pager is going off every 2 minutes, a very strong vibration. She taped the magnet over it for the last hr, no changes. No other problems other than this feeling of vibration. She has had a feeling of vibration on and off, consistent with stimulation but not with every one, since (B)(6). She had the settings increased twice over the last year. She had noticed in the last year a feeling of shortness of breath when ambulating up the stairs, also worsened with exercising in the gym. Her neuro has encouraged her to use the magnet to turn off the device when working in the gym. The patient is being referred for generator replacement surgery. Good faith attempts are underway for further details about the reported events. No surgery is planned at this time.

Event description:
The patient had a prophylactic generator replacement (B)(6) 2013. Their explanted product will not be returned for analysis.

Event description:
Additional information was received in regards to the patient's muscle spasms. They were first experienced on (B)(6) 2012 and that though they feel it is related to vns, it was not due to stimulation. The patient would feel the sensation in the chest and neck area. There were no diagnostics available and there is no intervention planned or taken for this issue. Regarding dyspnea that this was also first experienced on (B)(6) 2012 and that this was not due to the vns as the patient has had this issue for a long time. This was not felt during stimulation. There were no diagnostics available and there is no intervention planned or taken for this issue. It was additionally reported to their office on (B)(6) 2012 by the patient that she felt her vns is stimulating every 2 minutes, however, the stimulation is programmed for every 5 minutes. In the past, she never felt the stimulation until now. She claims it feels like a strong vibration, like a pager. She tried taping the magnet over the device to turn it off, but to no avail. No other problems were noted. Patient states she feels fine; other than concerned about the constant strong vibration. The patient was told her battery is going dead and needs to be replaced asap. At this time no surgery date has been scheduled that the manufacturer is aware of. On office visit (B)(6) 2012 the patient reported she has had flurries of seizures that occurred in april and in june...when she exercises and her vagus nerve stimulator turns on and she feels very short of breath... At that visit her vagal nerve stimulator was interrogated and increased to output to 1.5 as well as the extra magnet output to 1.75 . She was also given a prescription for valium to take for the flurry of seizures. It is unknown if these were above or below baseline and the relationship to their vns.